Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not charge to the requested energy level. In this state, the device may deliver a wrong defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.